Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The svc rep repaired the exciter filter turret spring. It had fallen off and left the filter hanging in the optical path. (B)(4).

Event description:
The customer reported that the barrier filter hung between positions, due to the yellow appearance on one arc, and the clear appearance on the other. The info on the barrier filter indicates that they were performing fluorescein angiography at the time of the event. The customer did not mention that they had to re-inject the pt with fluorescein or reschedule the pt exam. However, the info suggests that a repeat injection may have been necessary during the exam, or a reschedule exam, due to barrier filter problem.